Event description:
During a follow-up in clinic, there was an unexpected decrease in remaining longevity of the device. Premature battery depletion was suspected. Device replacement is anticipated and the patient was stable with no consequences.

Manufacturer narrative:
The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.

Event description:
Additional information received indicated that the device could not be interrogated. The device was explanted and the patient was stable following the procedure.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. A device evaluation was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.